Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was involved in a motor vehicle accident. Threshold had increased after the incident. Patient had vf episode caused by the accident but was successfully converted. The rv lead was found to have pulled back. Lead was capped and replaced.